Manufacturer narrative:
The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported a syringe pump infusion of versed 1 mg/ml was intended to infuse at .05 mg/kg/hr. Or 0.16 ml/hr and instead infused at an unspecified rate in excess of this amount. A 3 ml bd syringe of 1:1 concentration was initiated at 3:09 pm on (B)(6) 2016 and noted to be empty at 9:33 pm. The nurse did not recognize that this represented completion ahead of schedule and placed a second syringe in the pump without changing the programming. The second syringe completed at approximately 3:00 am at which time the nurse did question the rate and verified the programming as accurate with another nurse. Approximately 1 hour later at 4:00 am the nurse noted the volume infused was 0.5 ml and removed the entire set up from the room. The pump and tubing were replaced in order for the infusion to continue. The nurse tested the syringe pump disconnected from the patient using a 10 ml bd syringe and noted the pump auto selected the syringe model and size without prompting her to select the model and size. The rate programmed was subsequently noted to be in excess of what was intended. There is no report of patient harm.

Manufacturer narrative:
The customer¿s report of an overinfusion was confirmed. The pcu event log shows that at 2:50 pm on (B)(6) 2016 the device was programmed and started to infuse midazolam drip weight based dosing 1mg/1ml at a rate of 0.16ml/hr with a vtbi of all . The syringe selected was a 3ml bd syringe with 1.4238ml detected. Between the start of the infusion and 8:39 pm, several bolus doses of 0.163mg (bolus vtbi = 0.16ml) were programmed and completed. At 9:20 pm, the device alarmed for near end of infusion. At 9:32pm, the primary infusion completed and the infusion was stopped. The volume recorded as being infused during this period was 1.407ml. At 9:33 pm a 1ml bd syringe was selected, with 0.8712ml detected. The previous infusion was restored and started at 0.16ml/hr. At 2:25 am on (B)(6) 2016, the device alarmed for near end of infusion. At 2:55 am, the primary infusion completed and the infusion was stopped. The volume recorded as being infused during this period was 0.8712ml. The device passed all tests for barrel clamp, plunger force and plunger position accuracy. The root cause of the customer¿s report of an overinfusion was identified as a user issue with a 1ml syringe having been selected instead of the correct 3ml syringe. Because there is overlap in the diameter size of both syringes, the device displays both syringe sizes and the user is given the choice of syringes. The directions for use manual instructs that it the "correct syringe cannot be found, press the all syringes soft key to select from a list of all compatible syringes. "The volume in the syringe is calculated using the selected syringe's diameter and the length from the top of the syringe plunger to the syringe flange detect. Insertion of a 3ml syringe with incorrect selection as a 1ml syringe would deliver more volume in the same time than it would if the correct syringe was selected on the screen.